Event description:
Patient reported a right side ruptured implant and "I have also been sick for some time." Patient additionally reported "extruded silicone in the adjacent soft tissue and in one of the right axillary lymph nodes." The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and device rupture.

Event description:
The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.